Event description:
It was reported that the device was in use for infusion of remodulin (concentration of 10 mg/ml and dose rate of 1.3 ml/hr). The device gave a "no disposable- pump won't run". No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: returned device was received with found crack on top left corner of rear housing(front view); dent cassette detect pad on dso. Evidence. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.